Manufacturer narrative:
(B)(4). Additional information evaluation result: the analysis found that one pse45a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr45b loaded on the device was received with the one piece sled partially advanced 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note that if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2015. At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a robotic prostatectomy procedure, while clamped across the dorsal venous complex, upon initial firing with blue load, the stapler traveled approx. 1/2 inch and stopped. Nothing else could be done to advance or reverse. The rnfa assisting rotated battery and put back in but did not try reverse switch. Removed stapler from patient while still articulated and used manual override to open jaws and de-articulate. Dorsal venous complex was tied off using suture. No other device was opened. There were no adverse consequences for the patient. Additional information the sales rep believes the tissue was placed distally in the jaws, so the tissue was not stapled or cut even though the device fired a half inch before stopping. The rnfa stated she forgot about the knife reverse switch, so it was not attempted at all. The device was pulled off of the tissue and the manual override was used after the device was removed from the tissue to open the jaws.